Event description:
The company was informed that the pt reportedly experienced sound quality issues with his device. External equipment was exchanged and programming adjustments were made. However, the issue was not resolved. Testing of the device revealed out of range impedances. Surgery to explant the pt's device will be discussed.